Event description:
Report rec'd from the USA stating that the motor device had "an abrasion twenty-four inches from the muffler end." The alleged malfunction was discovered during set-up for a craniotomy procedure before the pt entered the room. There was a 1-2 min delay in surgery. An identical motor device was available. There was no add'l info provided.

Manufacturer narrative:
The motor device was rec'd for eval. The motor device was evaluated and the reported condition was not confirmed. However, the device did not meet mfg specifications. There was evidence of immersion during cleaning. If add'l info is rec'd, a supplemental report will be sent.